Event description:
It was reported that the pump exhibited error code 46228 during infusion. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked battery door, corroded battery springs, scratched lens, lifted air detector, peeled dso seal, and a worn uso seal. The tamper seal was removed. Review of the event history log (ehl) showed pump settings and patient data lost. A visual inspection and functional test were performed and the reported issue was not duplicated. Error code 46228 was found in the error log. The most probable cause was due to an unexpected mp board reset. As a result, the error code was cleared, and the depleted battery was charged for 250 hours. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.